Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose readings. Customer's blood glucose reading at the time of the call was 415 mg/dl. Customer has treated with a bolus. Customer stated that he is on a steroid medicine for pain and since then his blood glucose readings have been high. Troubleshooting was performed and the drive support cap was noted to be normal. Device is not expected to return for analysis.